Manufacturer narrative:
Product complaint # ==> (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Reference journal article: "title: safety of 2-octyl cyanoacrylate in spreader grafting authors: aurora g. Standlee, md, marc h. Hohman, md citation: facial plast surg 2017;33:213¿216. Doi http://dx.doi.org/10.1055/s-0036-1597998."

Event description:
It was reported in a journal article that a patient underwent a septorhinoplasty procedure on an unknown date between (B)(6) 2013 to (B)(6) 2016 and topical skin adhesive was used. The rhinoplasty was performed with topical skin adhesive spreader grafting. The patient was seen in follow up after surgery. The patient possibly developed an inflammatory reaction in the areas where the topical skin adhesive was applied. Symptoms may have included a foul smell with intermittent purulent drainage and was treated successfully with a course of antibiotics. The patient possibly developed a septal abscess and was treated with incision, drainage and antibiotics. No further information is available.